Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the stent was planned to be explanted due to corneal decompensation and the stent was touching cornea.

Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Because sufficient clinical data was not received and the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating the stent was trimmed and the additional procedure of goniotomy was performed.